Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. The system was tested and found to be working as intended and put back into service.